Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test alarm. The customer¿s blood glucose level was 91 mg/dl at the time of the incident. Troubleshooting was done for failed battery test alarm and blank display. The insulin pump will not be returned for analysis.